Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving prialt of an unknown concentration and daily dose via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a code of 8474 (reset) was seen on the patient's personal therapy manager (ptm) programmer a few days ago. The patient said it "hurts a little more to get up and get going" in the morning. Despite the symptoms, the patient was not in distress. The patient was being treated for scabies and was elderly so they did not know if the pump would be replaced. No further complications were expected or anticipated.